Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.50mm x 12mm emerge balloon catheter was selected for an elective percutaneous coronary intervention (pci). During procedure, the balloon could not be viewed on the screen. When the device was pulled back, the wire portion of the balloon broke into two pieces. The first piece was removed since the balloon had never entered the coronary artery and the second piece was removed with the guide catheter. The procedure was completed successfully without any further problems and the patient was discharged on the same day.